Manufacturer narrative:
E1: initial reporter phone # (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the nurse obtained a needlestick injury after pushing down on incorrect part of the device while drawing high risk patient. There was no other information provided. Reported verbatim: a nurse who qualified 12 months prior tried to use the device and pushed down ¿on an incorrect part of the device¿ and unfortunately sustained a needlestick injury from a patient who has since been identified as high risk.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem it was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the nurse obtained a needlestick injury after pushing down on incorrect part of the device while drawing high risk patient. The user was harmed this was a user error and not equipment failure. There was no other information provided. Reported verbatim: a nurse who qualified 12 months prior tried to use the device and pushed down ¿on an incorrect part of the device¿ and unfortunately sustained a needlestick injury from a patient who has since been identified as high risk. Investigation summary bd had not received samples or photos of the defects for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage, molding defects of the safety shields or the wing hubs were found. Also, the activation of the safety shields was checked using 8 retained samples and nothing abnormal was found with the breakaway force, sustaining force, or security force as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of needlestick injury after use based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the nurse obtained a needlestick injury after pushing down on incorrect part of the device while drawing high risk patient. The user was harmed this was a user error and not equipment failure. There was no other information provided. Reported verbatim: a nurse who qualified 12 months prior tried to use the device and pushed down ¿on an incorrect part of the device¿ and unfortunately sustained a needlestick injury from a patient who has since been identified as high risk.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D4. Medical device catalog # 367284. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the nurse obtained a needlestick injury after pushing down on incorrect part of the device while drawing high risk patient. There was no other information provided. Reported verbatim: a nurse who qualified 12 months prior tried to use the device and pushed down ¿on an incorrect part of the device¿ and unfortunately sustained a needlestick injury from a patient who has since been identified as high risk.